Event description:
Patient reported right side rupture, pain, discomfort, "read about the recall", worried to have lymphoma, calcifications, intracapsular rupture, rare cysts. Patient reported blood test results diagnosed leukopenia, which is not device related. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, pain, discomfort, "read about the recall". The device remains implanted.